Manufacturer narrative:
Age at time of event: although the exact patient age is unavailable, it is reported that the patient is (B)(6). The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The reported lot number, 1ml0060902, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that four days after a posterior pelvic floor repair procedure performed on (B)(6) 2010, using an uphold vaginal support system, the patient experienced rectal pain, and the physician noted "hardness" when the patient's rectum was palpated. The physician opined that the patient's pain is not attributable to the uphold device. She is being treated for the pain with the narcotic demerol, and with ibuprofen. No further medical intervention is planned. The physician had prescribed the antibiotics flagyl and levaquin prophylactically, for a duration of "a few weeks. He stated he was "not sure," but the patient "probably" did not have an infection. The patient reportedly returned for a one-week post-procedure check-up, where the physician noted that while the patient was still "a little sensitive" and had some difficulty sitting on her buttocks, she was "much better" and "fine." The physician performed a vaginal exam and noted that the suture line looked "fine." He also performed a rectal exam, and felt a "tight ridge" which he stated was "definitely not tissue" and was instead likely to be "some contracture of the mesh." He stated it had "contracted probably more than I wanted, [it] didn't seem tight when I closed."